Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and no longer charged the pump. Subsequently, the pump shut down. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer was bale to charge the pump with an alternate usb cable.